Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure on (B)(6) 2020. Upon positioning of the atrial lead, it was found that the lead exhibited a low sensing threshold and a high capture threshold. A different lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events of poor sensing and capture threshold were not confirmed. Analysis was normal. No anomalies were found.